Event description:
It was reported that when using the bd pyxis¿ anesthesia station es anesob1 unit kept powering off by itself without coming back up on three times, and remote smart service (rss) was offline. The customer confirmed that the battery was also making a beeping sound. The device had been powered back on but remained stuck on the windows blue screen at 7% complete for one hour. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system station kept powering off by itself. A field service engineer replaced the backup battery to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es anesob1 unit kept powering off by itself without coming back up on three times, and remote smart service (rss) was offline. The customer confirmed that the battery was also making a beeping sound. The device had been powered back on but remained stuck on the windows blue screen at 7% complete for one hour. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.